Event description:
Patient was admitted into hospital on (B)(6) 2013 for an infection in his left shoulder. Upon examination, infection was found surrounding patients left ribs where previous thoracotomy / rib fixation took place. Surgeon requested removal of all hardware and placement of a wound vac on area. During surgery on (B)(6) 2013 the surgeon found an empyema present in the chest cavity and thought the infection could have resulted from this empyema, not the synthes matrix rib plates and screws. Patient received first surgery for his chest wall stabilization on (B)(6) 2013 at (B)(6). Patient in post-operative care. This is report number 8 of 29 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records is not possible as the lot number was not provided. The results of the manufacturing evaluation indicate that the devices returned were in used condition. The devices were manufactured out of tan which is an approved implant material. These screws were shipped in a not sterile condition which speaks against manufacturing fault in relation to the infection. Therefore this complaint is indeterminate from a manufacturing standpoint. A product development event evaluation was conducted and the report indicates that the patient had an empyema present in the chest cavity and a shoulder infection at explantation. The implant duration was approximately 2 months and the patients compliance during this time period is unknown. The source of any infection is unknown. The extent that the patients co-morbidities contributed to this complaint is not known. The devices were implanted as part of chest wall stabilization and it is unknown if the implantation followed the proper technique as outlined in the matrixrib technique guide. In terms of design, these devices are made out of a titanium alloy, tan, which is a common implant material and is found on the approved materials list. These devices have been validated as steam sterilizable by the adoption rationale. Since the occurrence rate of reported infection events associated with matrixrib implants is significantly below the national average for cardiac procedures, it can be determined the matrixrib implants are not leading to increased rates of infection. From a risk perspective, the design and clinical risk analysis does not address general surgical risks and thus is not applicable. For reference, the risk of infection due to non-sterile implants being implanted is addressed by the risk analysis.